Manufacturer narrative:
This case was identified through a retrospective 2-year review of complaints in the context of CAPA pr00003. This review concerns the requests for service and repair received before the project looking glass implementation initiated on (B)(6) 2024. Project looking glass introduced a standardized methodology for screening service records for potential product complaints, including cases of patient involvement and/ or adverse events. The device was received and repaired by integra service and repair center and sent back to the customer in (B)(6) 2023. A supplemental report will be finalized and submitted shortly.

Event description:
A facility reported that the mayfield infinity skull clamp (a1114) is too loose when fixed on the patient. No injury or surgical delay has been reported. No additional information is available.

Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint is confirmed from the evaluation. The skull clamp has rotational movement in its swivel lock assembly and a residue buildup is present. For the adjustment some worn off internal parts must be replaced. Additionally the rocker arms diameters for skull pins are out of specification and must be replaced. The skull clamp's base has worn off inner threads in the center of the starburst teeth. The base must be machined and tabbed to insert helicoil threads, and the 80lb torque screw is hard to turn under pressure and must be replaced. To resolve the issues, the base of the skull clamp was repaired by inserting helicoil threads, the 80 lb. Torque screw was replaced and marked with the old number, and the swivel lock assembly was cleaned and readjusted. A successful function test was carried out. After reassembling the unit, it was subjected to a successful function test to meet manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The clamp had rotational movement in its swivel lock assembly, a residue buildup was present, the clamp base had worn inner threads in the center of the starburst teeth, and the torque screw was hard to turn under pressure. The probable root cause is routine use and wear of the unit. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.